Manufacturer narrative:
H6: the distal tip of is fractured off and was not returned. Analysis of the fracture surface finds a ductile overload fracture that most likely resulted from torsional overload.

Event description:
It was reported the driver broke during insertion of the screw. The screw had to be removed with vice grips. The surgery was delayed approximately 1 hour. No patient complications were reported.

Manufacturer narrative:
The products were not returned for evaluation.

Event description:
It was reported the driver broke during insertion of the screw. The screw had to be removed with vice grips. The surgery was delayed approximately 1 hour. No patient complications were reported.